Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector solus¿ (p120j) experienced coring. The following information was provided by the initial reporter, translated from (B)(6) to english: during preparation of the anticancer agent herceptin using p120j and n35j connected to a syringe, coring occurred.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected injector lots 2104702 and 2105004, along with protector lot 2104123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from each lot were used for additional evaluation. Functional testing was performed, penetrating the protector with the sample injector ten times. In all cases the product functioned as intended and no coring was identified. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were reviewed for all lots, results found to be acceptable. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal¿ protector solus¿ (p120j) experienced coring. The following information was provided by the initial reporter, translated from japanese to english: during preparation of the anticancer agent herceptin using p120j and n35j connected to a syringe, coring occurred.